Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation. Visual inspection of the returned platform was performed; no physical damages were noted with the device. A review of the archive was performed based on the information reviewed, no issues were noted. Functional testing was performed and device passed the test without any fault or error report. In summary the customer's reported complaint was not confirmed. The reported complaint could not be duplicated. The root cause for the reported user experience cannot be determined. The device passed all the functional testing. The lcd was replaced as a precaution.

Event description:
It was reported that when autopulse device is powered on, it displays random characters on the display. This issue was noted during shift check. No patient involvement reported.